Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Device was upgraded from cs100 to cs300.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) had issue with pump not recognizing balloon. There was no harm or injury reported.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) had issue with pump not recognizing balloon. There was no harm or injury reported. There was no patient involved.

Manufacturer narrative:
Updated fields: b4,b5, d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 , d10 , e2 , e3 , e1 ( initial reporter , event site email , event site telephone ) a getinge field service engineer (fse) evaluated the unit and could not verify or duplicate any issue with pumps ability not to recognize the balloon. The fse operated the pump on a test balloon and simulated without issue. There were no issues confirmed with the unit. The unit passed all safety and functional tests before being returned to customer.